Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a complex ventral hernia extraperitoneal (e-tep) robotic laparoscopic procedure to start with, due to the bad positioning of the trocars, the surgeon could not reach the defect as expected which made the surgeon switch to a transversus abdominis release (tar) procedure with dual docking. When docked the other side, the bipolar fenestrated grasper (bfg) created an instrument error. The instrument was removed using broken instrument manoeuvre because the staff could not double click and withdraw normally. The same instrument was inspected, docked & inserted again, but it gave the same error after continue using for 2 movements. The bfg was replaced with another instrument. The surgical time extended for 30 minute or more due to the reported issue.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. No abnormalities were observed with the pulley or drive screws. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a complex ventral hernia extraperitoneal (e-tep) robotic laparoscopic procedure, to start with, due to the bad positioning of the trocars, the surgeon could not reach the defect as expected, which made the surgeon switch to a transversus abdominis release (tar) procedure with dual docking. When docked on the other side, the bipolar fenestrated grasper (bfg) created an instrument error. The instrument was removed using a broken instrument manoeuvre because the staff could not double-click and withdraw normally. The same instrument was inspected, docked <(>&<)> inserted again, but it gave the same error after continue using for 2 movements. The bfg was replaced with another instrument. The surgical time extended for 30 minutes or more due to the reported issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a complex ventral hernia extraperitoneal (e-tep) robotic laparoscopic procedure, to start with, due to the bad positioning of the trocars, the surgeon could not reach the defect as expected, which made the surgeon switch to a transversus abdominis release (tar) procedure with dual docking. When docked on the other side. The bipolar fenestrated grasper (bfg) created an instrument error. The instrument was removed using a broken instrument manoeuvre because the staff could not double-click and withdraw normally. The same instrument was inspected, docked inserted again, but it gave the same error after continue using for 2 movements. The bfg was replaced with another instrument. The surgical time extended for 30 minutes or more due to the reported issue.